Manufacturer narrative:
(B) (4) (lasso catheter) and related pi is (B) (4) (ez steer thermocool navigation). Evaluation summary: according to the physician, the adverse event was possible procedure related. The complaint device has been discarded by customer and will not be returned for analysis. As such the investigation will be closed.

Event description:
It was reported that during an a-fib ablation, the patient's blood pressure dropped and a pericardial effusion was confirmed by ultrasound. The patient did not have a tamponade. A few burns were done and pericardiocentesis was performed. Fluid was removed successfully. The patient has remained in the hospital for observation. The patient was fully recovered and the prognostic was graded excellent. According to the physician, the adverse event was possible procedure related. The following bwi devices were involved stockert (st-1746), carto ((B) (4)), cool flow pump ((B) (4)), thermocool catheter ((B) (4) lot # 15103256), acunav catheter (catalog & lot unknown), and lasso catheter (catalog & lot # unknown). According to the hospital, the complaint catheters have been discarded and will not be returned for analysis.